Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) was unable to be implanted due to diaphragmatic stimulation in multiple locations. The implant attempt was abandoned. The patient was in stable condition.